Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient was explanted for magnetic resonance imaging (MRI) purposes.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2020. Implant date: 2020.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.